Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29us (serial: f029720); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this 29-millimeter (mm) transcatheter bioprosthetic valve with this delivery catheter system (dcs) a pre-balloon aortic valvuloplasty (bav) was not performed. During, the procedure the valve dislodged three times during deployment and successfully recaptured. The system was removed and replaced. Per the physician, the anatomy was ¿borderline¿ between a 29mm and a 34mm valve which may have contributed to the event. A 34mm transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.